Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint that the safety mechanism on the scalpel was open when the package was open was inconclusive due to the sample condition. The components from a 4fr s/l groshong PICC kit were returned for investigation in an open kit. The components appeared to be unused. The sheath was covering the scalpel. A microscopic examination of the scalpel revealed nothing remarkable. A functional test of the safety mechanism revealed nothing remarkable. The safety mechanism locked in both the open and closed positions. Since the package had been open, the condition of the scalpel upon receipt was inconclusive. The packaging was modified during the preliminary investigation as it was not deemed pertinent to the investigation. The only portion of the open packaging that was retained was the unit label and portion of the header bag to which the label was affixed. The unit label overlays the scalpel in the tray. Had the scalpel punctured the packaging from its designated position, it would be expected that the unit label would be damaged. A visual observation of the layer of packaging under and around the unit label showed no puncture damage. A review of the device history record (DHR) showed no deviations/issues associated with this problem in regards to product materials, manufacturing, or qc inspection processes. All necessary inspections were performed throughout all manufacturing, packaging and inspection activities and for raw material utilized in the manufacture of this lot. A lot history review (lhr) of reat0767 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported by the nurse that a head nurse of the hospital found that the safety expansion leather knife in the package was open, with the knife point exposed outside when opening the catheter for placement for the patient. The nurse was afraid that the knife point may have been damaged. No reported patient injury.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of reat0767 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported by the nurse that a head nurse of the hospital found that the safety expansion leather knife in the package was open, with the knife point exposed outside when opening the catheter for placement for the patient. The nurse was afraid that the knife point may have been damaged. No reported patient injury.